Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had an over-voltage protection (ovp) circuit failure (3.3v, 5v, 35v and motor control and circuit faults). There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that there was an issue with the v60 ventilator and reported a "click fault." An evaluation of the device was performed, and the service engineer (se) reported that the device prompts 3.3v, 5v, 35v, and motor control and circuit faults; the reported failure are linked to an ovp circuit failure. It was recommended to troubleshoot the power management board and motor control (mc) board. The se noted that the resolution was to replace the mc board. The se then noted that after replacing the mc board, the device returned to full functionality. The system meets the specification for the service performed and is returned to use.